Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-717b-(B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 6 minutes, 37,556 joules while using the surgical fiber during a prostate procedure, intermittent vaporization was observed. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.